Manufacturer narrative:
(B)(4). The ventilator was serviced as per manufacturer specification.

Event description:
It was reported that there was an issue with the oscillating wave form on the expiratory wave while the ventilator was in patient use. The patient was sedated and, after no change, was placed on another ventilator.